Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, multiple non-sustained rv oversensing episodes due to post-paced t-wave oversensing was observed. Recommended programming changes will be made during patient's in-clinic visit. No date is scheduled yet. Patient was stable.

Manufacturer narrative:
Correction: oversensing was post-sensed t-wave oversensing, not post-paced t-wave oversensing.